Event description:
Co's sales rep, reported the following: in 2003 at 12:55 pm, dr. Detemined that it was necessary to utilize a koala ipc 5000c. Upon insertion, clinicians noticed a large amount of blood draining from the catheter and noted an increase in vaginal bleeding. Rapid onset of fetal bradycardia necessitated the delivery of the infant via emergency ceasarean delivery. Apgar scores were 0 at 1 minute, 0 at 5 minutes. 20 minutes of resuscitative efforts and an emergency transfusion were required to stabilize the pt. Upon delivery of the placenta, a perforation at the junction of the umbilical cord and the placenta was observed. The physician's impression is that the iupc punctured the umbilical cord. The baby was stabilized and sent to hosp. Baby was discharged 1 week later.